Event description:
It was reported by the customer after use that cardiosave intra-aortic balloon pump (iabp) was not powering up. There was no harm reported.

Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.